Event description:
It was reported that during an implant procedure, there was difficulty inserting the lead into the neurostimulator and the lead was possibly damaged. Further info was requested.

Manufacturer narrative:
(B)(4).